Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral and iliac vein to treat a deep vein thrombosis (dvt) using a lightning aspiration tubing (lightning) and an indigo system aspiration catheter 12 (cat12). During the procedure, while aspirating the clot from the target vessel, the lightning clogged repeatedly. Therefore, the physician disconnected the lightning from the rotating hemostasis valve (rhv) and was able to clear the clog. The last time the lightning clogged, the physician could not clear the clog by disconnecting the lightning from the rhv. Then, the physician used a 10cc syringe and larger syringes to flush the lightning with saline solution but was unsuccessful. Next, the physician used a 20cc and a 60cc syringe to flush the lightning but was also unsuccessful. While flushing the lighting, the lightning unit indicator light turned from yellow to flashing red. Lastly, the physician used a wire to loosen the clot but it was again unsuccessful. Therefore, the lightning was not used for the remainder of the procedure. The procedure was completed using a new lightning and the same cat12. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lightning confirmed that the tubing was clogged. The lightning was connected to a demonstration canister and engine. The lightning was powered on, began to flash red and was unable to aspirate fluid into the canister. The flashing red indicates the tubing was clogged such that the lightning unit could not recognize vacuum pressure from the canister. This visual cue is functioning as intended. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.